Event description:
1981-hardning of r implant. Closed and open "releases" performed. 1983-hardening of l implant. Closed and open "releases" performed. 1994-diagnosis of atypical connective tissue disease, due to silicone adjuvant disease, resulting in disability. (Symptoms relate back to 1977). 1994-diagnosis of ruptured r implant. Explantation performed 11/30/94.